Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f14 captures the reportable event of case was prolonged.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the bronchus to treat a malignant tumor during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent did not open up initially even after waiting for 5 minutes. The physician was adjusting the position of the stent catheter and the stent eventually opened up. However, part of the stent was lodged in the intubation tube. The stent was removed partially deployed on the delivery system. The case was prolonged, and the physician decided to implant another ultraflex tracheobronchial stent the next day. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks b1, b2, b5, and h1 have been updated based on the additional information received on january 24, 2025. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f14 captures the reportable event of case was prolonged.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the bronchus to treat a malignant tumor during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent did not open up initially even after waiting for 5 minutes. The physician was adjusting the position of the stent catheter and the stent eventually opened up. However, part of the stent was lodged in the intubation tube. The stent was removed partially deployed on the delivery system. The case was prolonged, and the physician decided to implant another ultraflex tracheobronchial stent the next day. There were no patient complications reported as a result of this event. ***additional information received on january 24, 2025*** it was reported that the stent was fully deployed inside the patient; however, it did not expand. The stent was removed using forceps.